Event description:
Revision surgery - due to the patient falling and dislocating her shoulder. The surgeon replaced the shell and the shell insert as well as the head.

Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for this revision was reported as the patient dislocated her shoulder after 7 years 11 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 27th complaint against the main contributor, 2nd against this lot number. The root cause for the shoulder dislocation is due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.